Manufacturer narrative:
The device was returned and evaluated. The cannula was found to be damaged. The pod was found to have corrosion on the pcb and battery. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 407 mg/dl while wearing the pod between 36 and 48 hours. The pod was deactivated and the patient noted that the cannula was slightly bent.